Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and while positioning the right ventricular (rv) lead it exhibited noise. Interference was resolved once the helix was extended. The procedure was successfully completed and the lead remains in use. No patient complications have been reported as a result of this event.